Manufacturer narrative:
It was initially reported that the device history record (DHR) was not reviewed. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Through further investigation, it was learned that the bioprosthetic valve was failing due to aortic insufficiency secondary to a degenerative bioprosthetic valve.

Event description:
Edwards received additional information that twelve (12) years post implantation of this surgical valve, a 29mm transcatheter valve was implanted (valve-in-valve) via right transfemoral approach. The patient tolerated the procedure well, without complications.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Without additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient is being evaluated for a transcatheter valve-in-valve procedure for a failing surgical valve. Implant duration of the pre-existing 27mm aortic surgical valve is approximately 12 years. No other details were provided.